Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-spring evacuator received with tubing attached to port a. Visual inspection of the sample noted no obvious visible defects. The attached tubing and wound drain was used to suction methylene blue solution, and no leaks were observed at port a. This meet specification per inspection procedure (B)(4), revision 15, which states, "verify drainage tube assembly/port. (This consists to assembly the tube to the port and verifies that this assembly must be the adequate)". No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the waste fluid leaked from the connection between the bag and the tube on the 2nd day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the waste fluid leaked from the connection between the bag and the tube on the 2nd day of use.